Manufacturer narrative:
(B)(4). Evaluation summary: product performance engineering reviewed the incident information and the analysis of the returned product. The sess was returned with blood both on and in the shaft, stent, tip, and there was contrast on the handle, which is consistent with a product that has been both prepared and advanced within an introducer sheath. The handle was in the locked position and the rack within the handle was located fully in the distal end, indicating no attempt was made to deploy the stent. The proximal shaft was kinked. No discrepancies were reported or observed by the account during the preparation and inspection of the product prior to use. A pre-existing kink would likely have been detected during an instruction for use (IFU) directed preparation and inspection of the product. The kink may have occurred during return shipment to abbott vascular returns laboratory. Also observed on the sess was that the distal outer sheath was bunched. The bunched portion of the distal outer sheath indicates that the distal outer sheath was pushed in the proximal direction, allowing the stent implant to partially expanded and to slightly move distally by about 8 mm. Factors that can contribute to the bunched distal outer sheath include, but are not limited to, insufficient support during manufacturing, insufficient support during tip mandrel removal or the distal outer member catching on the introducer sheath valve during initial insertion. During production, the sess is 100% visually inspected for shaft damage at multiple operations prior to packaging. No discrepancies were reported or observed by the account during the preparation and inspection of the product prior to use. A pre-existing damaged shaft would also have been detected during an IFU directed preparation and inspection of the product. The introducer sheath used during the procedure was not returned, which may have helped in the analysis. The bunching of the distal outer sheath may be related to the distal sheath catching on the introducer sheath valve during insertion as suggested by the reported incident, "during advancement through the introducer sheath resistance was met" suggesting that the resistance felt may be due to the bunching of the distal outer sheath causing the stent to partially expanded. No manufacturing quality deficiencies were observed for either the kink or bunching. The lot history record was reviewed and no non-conforming material records were associated with this lot. A query of the complaint data base showed no previous incidents for this part number/lot number combination. No manufacturing quality deficiencies were observed.

Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure, the absolute self expanding stent (ses) was inserted into a 6f sheath. During advancement through the sheath, resistance was met. The ses was removed from the anatomy. After removal, it was observed that the stent was partially deployed by approximately 3 strut rows. The remainder of the stent was bunched under the sheath. There was no adverse patient effect. Though requested, no additional information was provided.